Event description:
It was reported that the patient had a history of fluctuating impedance on the left ventricular lead. Merlin.net transmission revealed, that the lead exhibited high impedance. The lead remained implanted and the patient would be monitored.